Manufacturer narrative:
Pump received with blank display due to j1 battery connector broken noted.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated they were not able to resolve the blank display issue. The customer reported that something was wrong with their pump and they had been having erratic blood glucose readings for 2 to 3 weeks. The customer reported getting a high on the day of the call. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The customer reported issues with replacement pump draining batteries faster than normal. The insulin pump will be returned for analysis.